Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, lead integrity alert (lia) triggered for high sensing integrity counter (sic) with high-rate non-sustained episodes. Additionally, the rv lead exhibited noise and oversensing. The patient was hospitalized. X-ray performed and appeared to have rv lead pin not fully seated in the implantable cardioverter defibrillator (ICD) header. The patient was scheduled for a revision procedure. At the revision procedure the pocket was opened, the ICD header was inspected and no loose set screw or loose lead found. The rv lead was attached to the analyzer cables and showed bipolar noise. The rv lead was explanted and replaced. The ICD remains in use. No patient complications have been reported as a result of this event. Bipolar noise. The rv lead was explanted and replaced. The crt-d remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during use of the right ventricular (rv) lead, lead integrity alert (lia) triggered for high sensing integrity counter (sic) with high-rate non-sustained episodes. Additionally, the rv lead exhibited noise and oversensing. The patient was hospitalized. X-ray performed and appeared to have rv lead pin not fully seated in the implantable cardioverter defibrillator (ICD) header and rv lead fracture was suspected and oversensing noted. The patient was scheduled for a revision procedure. At the revision procedure the pocket was opened, the ICD header was inspected and no loose set screw or loose lead found. The rv lead was attached to the analyzer cables and showed bipolar noise. The rv lead was explanted and replaced. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory ind icated noise. Analysis of the device memory indicated oversensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.